Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room due to blood glucose (bg) level of 600mg/dl. Customer was treated with intravenous fluids of saline and insulin to address bg level. Customer was discharged later the same day with the issue resolved and no permanent damage. Reportedly the pump battery could not be charged, leading to the pump shutting off. The customer reverted to manual injections for insulin therapy.